Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3520 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the triple lumen 3cg power PICC max barrier red lumen pulled off from the tubing. It was stated that they were turning the patient during a bath and the tubing (PICC) must had gotten puled on and the lumen broke off with that force. It was reported that the PICC was only secured with the statlock, not a securacath. No patient harm reported, but additional procedures were required.